Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The battery gauge displayed 30%, then when plugged into a power source to charge, the battery gauge displayed 100%. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.